Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the legs would open up on its own while moving the lift.